Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted in the airway during a stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the stent but the deployment suture would not release. The partially deployed stent was removed from the patient. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted in the airway during a stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the stent but the deployment suture would not release. The partially deployed stent was removed from the patient. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.